Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a pouch was received for the report. The sample was visually inspected and was found to be non-conforming as orange/brown in color foreign material was on the port face, the port it was filled with orange/brown in color foreign material, and orange/brown in color foreign material was on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for actuation and non-conforming for cut. During actuation it was observed that the rotational orientation of the inner cutter is non-conforming. The probe was disassembled, and the components inspected. No minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bottom area about a 1/2 inch up from the inner cutter/coupling bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed; however, a manufacturing related root cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, a non-conformance record was initiated related to the defect of inner cutter rotational orientation. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe aspirated but could not cut during cataract and vitrectomy combination surgery. The condition of actuation was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.